Manufacturer narrative:
The MDR was re-reviewed and the field for type of reportable event (h1) was corrected from malfunction to serious injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, a balloon valvuloplasty was performed and during a 23mm sapien 3 procedure in the aortic position the ultra delivery system was unable to cross the native valve due to the heavy calcification. Therefore, a large sheath was inserted in the contralateral side and the valve was pre-dilated with a balloon to 18mm. The valve was able to cross the native valve and the valve was deployed. During valve deployment with the balloon fully inflated, the balloon burst. Upon removal of the delivery system the balloon was unable to be withdrawn back into the sheath as the balloon burst longitudinal and radial. Several attempts were performed but the balloon would not enter the esheath. A decision was made to remove the devices through a cut down. All devices were removed and the artery was closed. The patient was doing well and the valve was well implanted. Per report, the root cause for the balloon burst was the calcification. The native annulus was moderately calcified.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, the patient was reported to have moderate native valve calcification and the balloon burst was attributed to this calcification in the cer. Withdrawal difficulty can potentially result from a balloon burst as the altered balloon profile can become caught during removal. The potential for withdrawal difficulty after balloon burst is also documented in technical summary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As a result, no further evaluation is required for the codes ¿balloon ¿ burst¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿. During manufacturing the delivery system is 100% inspected by manufacturing and quality. The delivery system flex function is 100% verified per procedure. These inspections indicate that the device has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A device history record (DHR) and lot history review was performed and did not reveal any issues that may have contributed to the reported event. A review of complaint history from february 2018 to january 2019 for the edwards ultra delivery system (model 9630tf, all sizes) revealed other similar returned complaints for ¿delivery system ¿ difficulty crossing native annulus¿. No manufacturing non-conformances were identified during the investigations of the similar complaints. Per IFU, the following instructions for crossing native valve: do not force the thv, use short movements to prevent ¿jumping¿ of the thv into the ventricle, pushability is improved with less flexing, reducing flex and managing wire may help with crossing, the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. In addition, several factors that can make it difficult to cross are the following: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. Several techniques to help with crossing are: make sure the wire is correctly extended at the apex, pull tension on the wire or reposition, add or remove some flex, pull the system back and re-advance and buddy balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned and no imagery was provided, the complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed as the device was not returned for evaluation. However, a review of lot history, complaint history, and manufacturing mitigations did not provide any indication that a potential non-conformance was present in the device. No IFU/labeling deficiencies were identified. Per the report, the delivery system was unable to cross the native annulus after a bav was performed. However, after an additional valvuloplasty was done with a second bav device, the delivery system was able to cross the annulus. Since the valve was noted to have moderate calcification and the delivery system was able to cross after bav was repeated, it is likely that an inadequate initial bav (a factor that can make it difficult to cross caused the delivery system to interact with annular calcium and prevent advancement of the delivery system. The complaint was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed as the device was not returned for evaluation. In this case, the complaint was attributed to procedural factors (inadequate bav). In addition, annulus calcification contributed to the balloon burst. No labeling inadequacies were identified. As no manufacturing non-conformances were identified and the complaint rate does not exceed the january 2019 control limits, no corrective or preventative action is require at this time.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.